Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices get stuck during procedure. The whole trocar and stryker tubing had to be removed together.